Manufacturer narrative:
(B)(4). Batch m90r3n. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise heard could be either the blade making contact with metal or the solid tone is also emitted when the blade becomes damaged. The instructions for use warn: avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades which may be identified by generator solid tone or instrument error.

Event description:
It was reported that during a lap gastrectomy, ¿replace instrument/blade error detected¿ was displayed three times in a row after cutting the staple line. Although the adaptor was removed from and attached to the generator and the device tried a pre-run test, a metallic sound was heard and the error message continued. The doctor found that the tip of the blade was missing when the device retried a pre-run test. And, the broken blade tip was found on a mayo stand.. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep told the doctor that the blade would be damaged when it would contact with a staple line.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.